Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 11 of 11 devices were returned for evaluation. Evaluation of 10 devices found normal chuck wear and the turbines needed to be replaced. The devices were repaired and returned to the customers. Evaluation of 1 device found chuck wear and lack of maintenance. The device was cleaned of debris and the turbine was replaced. The device was repaired and returned to the customer.

Event description:
This report summarizes <noe> 11 </noe> malfunction events. This report summarizes 11 malfunction events where midwest stylus plus handpieces would not hold dental burs. There were no injuries in any of the events.